Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to high thresholds and loss of capture.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis the inner insulation was found torn apart approx. 3 cm distal to the is-1 connector pin. Due to the resulting gap the inner and the outer coil got in contact. This damage most likely occurred during the explantation procedure while applying mechanical forces. Furthermore the lead was found deformed between 15 cm and 21 cm distal to the is-1 connector pin. It is reasonable to assume that this damage also resulted from tensile forces during the extraction procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.